Event description:
It was reported when using the pyxis ciisafe system, it was not printing any paperwork.the customer reported that the issue arose when the user attempted to administer medication to the patient, resulting in a delay in the dispensing process.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue may have been associated with the network. The technical support specialist did not identify any jobs that were stuck in the queue. They adjusted the printer configuration within the operational software, sent a test page, and confirmed that the printer was working properly. The system functioned as intended after the technical support specialist troubleshooted the device.